Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed no anomalies were found. The mechanical operation of the catheter shaft was bent. Visual summary analysis indicated damage during use. The analyst commented that the catheter was received with blood on the proximal end of the hub/handle and with kinks throughout the length of the shaft. The guidewire insertion test was performed successfully.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the guidewire externalized after contrast injection. The guidewire and catheter were removed and re-attempted. No patient complications have been reported as a result of this event.